Event description:
The st. Jude medical rep reported a device that had noise on the electrogram that appeared to be associated with lead noise. The pt was in the emergency room after having received several therapies due to noise. All real time measurements were stable and the noise was not reproducible. The physician capped the lead to correct the issue.